Manufacturer narrative:
Due to characterization limit of e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had an automatic inflation malfunction. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) after on-site inspection of the fault and testing with the balloon connected confirmed normal counterpulsation and device functionality. All parameters were tested in maintenance mode and all passed. The device safety test confirmed that all parameters met factory specifications.

Event description:
N/a